Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same patient as MFR report #: 2134265-2010-05023. It was reported that following a coronary stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented with a q-wave mi and cardiac catheterization was recommended. The index procedure treated the 99% stenosed, 2.5x16mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation, the placement of a 2.5x20mm taxus liberte study stent and post dilation resulting in 0% residual stenosis. A staged procedure was planned for the left circumflex (lcx) artery. Post the index procedure, the patient had enzymes that were trending downwards following her admission with a q wave mi, however, the next day, ck-mb and troponin values elevated again and met the protocol definition of an arc reinfarction mi. No action was taken and the subject was discharged later the same day on aspirin and prasugrel. Fourteen days post the index procedure, the patient was admitted for a staged intervention to the lcx artery and the diagonal branch off the left anterior descending artery. The patient was brought to the cath lab and an attempt was made to treat the complex diagonal stenosis, however, a wire perforated the artery and the procedure was terminated. Following the procedure, the subject had chest pain with elevated troponin values which met protocol definition of an mi. No action was taken and the subject was discharged the next day on aspirin and prasugrel. Per the physician, the events were listed as "not related" to the study stent.